Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer¿s representative (rep) suspected that the patient had their device explanted due to an allergy or a similar effect. The rep. Received a message from the patient¿s doctor with chemicals/compounds that the patient was allergic to and wanted to know if a spinal cord stimulator (scs) system contained any chemicals. The patient had a very strong reaction to cl+me-isothiazolinone. Likely reaction to: 2-bromo-2-nitropropane-1, 3-diol (bronopol), nickel, neomycin sulfate, and thimerosal. The doctor recommended checking with the manufacturers and avoiding products that contained the above materials especially cl+me-isothiazolinone. This was to include: surgical tape, sutures, spinal cord stimulator, leads, battery, or other materials. The patient tolerated ¿hypoallergenic tape¿ in clinic. The rep. Requested information regarding a custom ins and the rep. Was sent a material specification list. The healthcare provider (hcp) later reported that there was a 50% or greater symptom reduction. The implantable neurostimulator (ins) and lead were involved in the event. It was noted that it was suspected the patient had an infection but was later diagnosed with a nickel allergy. Bloodwork including an esr and cbc were completed. The cause of the event was determined but it was not device related. As a result the device was explanted and the patient recovered without permanent impairment.